Event description:
Caller reported an issue where no insulin drops were visible at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. The technical support team instructed the caller to disconnect the tubing and fill it, but the customer encountered a minimum fill error. Further troubleshooting was documented in an additional case issue.